Event description:
It was reported via phone call that customer experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 2.9 mmol/l. Customer was treated by taking carbohydrates for low blood glucose event. It was unknown whether customer used auto mode. The device will not be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.